Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose levels were 46 mg/dl, 35 mg/dl and 365 mg/dl. Customer's blood glucose level at the time of call was 386 mg/dl. Customer was treated with glucagon shot and treated high with insulin pump. Customer declined troubleshooting for high and low blood glucose level. The insulin pump will not be returned for analysis.